Event description:
It was reported by service report that the head end jack was stuck in a low position and could not be raised. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.